Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. Even though no such event, like an accident, is mentioned in the recipient report. This is a final report.

Event description:
The user, a bilateral cochlear implant recipient, has issues with the right side implant. No direct accident was reported, but trauma is suspected due to active play. The user noticed a sudden change in hearing with the device on (B)(6) 2024. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user, a bilateral cochlear implant recipient, has issues with the right-side implant. No direct accident was reported, but trauma is suspected due to active play. The user was re-implanted.